Event description:
Additional information received from the consumer reported that they don¿t know what causes the smells, they just know that they get them when the electricity goes down their body. The patient noted it goes away after about 24 hours. The patient wasn¿t sure what sets it off and stated that it drove them crazy while it was doing it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient accidently pressed a button and caused an a to appear on the top left corner of the pp screen and she was not sure how to get rid of the a. Pss assisted patient with navigating the pp screen and remove a on pp screen. Patient reported that she was feeling electricity going from her neck down to her feet like a tens unit. Patient stated she did not have a fall or trauma but she was paining her bathroom a month and a half to two months ago and since then she noticed the electricity sometimes. Patient stated the pain had funny smells in her nostril which maybe from the paint but she was not sure because she was still smelling it. Patient stated she had been making mask and fatiguing herself and getting frustrated. No further complications were reported/anticipated.